Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed broken sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer was not sure if the insulin pump was exposed to a high magnetic field. The customer was unable to rewind the insulin pump and got a blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be -0.00 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump received with minor scratched display window and case.